Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient did not receive low alerts. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed via data. A probable cause could not be determined.